Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap was cracked and spotted with iodopovidone. The nurse installed the minicap to the patient during training in the hospital, and the crack was noticed the next day. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, two (2) photographs were provided for evaluation. Visual inspection of the photos showed that there was a crack in the upper part of the minicap. The reported issue was verified. The cause was not determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.